Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6..

Event description:
Device reported, is non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.